Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia on the ilet following a site change, with continuous glucose monitoring readings high and no confirmatory fingerstick performed; the user noted the infusion site was placed further back near the thigh, and education was provided to check ketones and use ketone action plan, with the cartridge lot documented. Symptoms included elevated blood glucose. Outcomes included stabilization of glucose levels after troubleshooting and education, with no hospitalization. Investigation included review of the event history and user report, assessment of infusion site placement and recent set change, and collection of lot information. Investigation of this case revealed no device malfunction reported, and the event was consistent with hyperglycemia of unclear cause, potentially associated with infusion site factors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.